Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per general description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. There is no sufficient info to determine the root cause of customer's discrepancy results. As of 01/18/2010, 35 discrepant results complaint were reported for lot #214530 yielding a complaint rate of 0.058%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab.